Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir lip ring on the insulin pump fell off. The customer¿s blood glucose level was unknown. The customer also reported that the plastic on the tubing was lost, unable to take off the clip at the back and can not unlock the insulin pump. The device will not be returned for analysis.